Event description:
The customer received questionable results for lactate for one patient sample from the hitachi modular p analyzer serial number (B)(4). All results in mmol/l. The original result was <0.2 on (B)(6) 2012. The repeat result was 6.0 on (B)(6) 2012. The repeat result from another hitachi modular p analyzer, serial number (B)(4), was deemed to be the correct result. The patient was not adversely affected by the event. The lactate reagent lot number was 65600301 with an expiration date of 01/31/2013. The field service representative found that the rinse dispense on the rinse mechanism was low. He adjusted the dispense volume and ran performance tests. The performance tests were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.